Event description:
The customer observed falsely decreased sodium results for two patients on an alinity c analyzer. The following data was provided (customer¿s normal range is 136-145 mmol/l): sample ID (B)(6), 81-year-old female, initial result, on (B)(6) 2025, was 116, repeat result was 118, repeat result, on (B)(6) 2025, was 138 mmol/l. The patient was tested at another facility and the result was 140 mmol/l, which is normal. Sample ID (B)(6), 68-year-old female, initial result, on (B)(6) 2025, was 107, repeat results were 143 and 143 mmol/l. There was no impact to patient management reported.

Manufacturer narrative:
An abbott field service representative (fsr) was dispatched due to the customer reporting falsely decreased sodium results on an alinity c processing module, serial number (B)(6). Through an extensive investigation, the fsr found the tubing, peristaltic head (rohs), part number 7-202464-01, needed to be replaced, which resolved the issue. No subsequent issues have been reported. A review of the instrument history revealed no contributing factors described in this complaint. A review of labeling and historical data was done, and both were adequate, with no increase in complaint activity. Based on all available information and abbott diagnostics' complaint investigation, no systemic issue or product deficiency was identified.

Event description:
The customer observed falsely decreased sodium results for two patients on an alinity c analyzer. The following data was provided (customer¿s normal range is 136-145 mmol/l): sample ID (B)(6), 81-year-old female, initial result, on (B)(6) 2025, was 116, repeat result was 118, repeat result, on (B)(6) 2025, was 138 mmol/l. The patient was tested at another facility and the result was 140 mmol/l, which is normal. Sample ID (B)(6), 68-year-old female, initial result, on (B)(6) 2025, was 107, repeat results were 143 and 143 mmol/l. There was no impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a1 - patient identifier complete entry = sample ID (B)(6) and sample ID (B)(6) all available patient information was included. Additional patient details are not available.